Manufacturer narrative:
Information was not provided by the user facility. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, a piece of metal had fallen off of the device. The metal was retrieved and a new device was opened and used to complete the procedure. There was no patient consequence.